Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power. Reference (B)(4).

Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported no power then sometimes some power; turning off and on. Patient involvement and patient harm is unknown.